Manufacturer narrative:
B3: the exact date of the event is unknown. The provided event date, 12/01/2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 12/10/2024. D4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. H6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. H11: blocks b5 and h6 (impact codes) have been updated based on additional information received on 02/06/2025.

Event description:
It was reported that a patient experienced a hydrogel infiltration in the rectum. As a result, the radiation treatment was delayed to ensure rectal healing. Boston scientific has been unable to obtain additional details, despite good faith efforts (gfes). Additional information. The patient's radiation treatment was placed on hold due to the rectal wall infiltration. The patient did not have previous pelvic radiation.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 12/01/2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 12/10/2024. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Block h11: blocks b5 and h6 (impact codes) have been updated based on additional information received on 01/21/2025. Block b5, a1, a2 (age at time of event), a3a (sex) have been updated based on additional information received on 02/06/2025. Block h11 corrected: the date of the first additional information was 01/21/2025.

Event description:
It was reported that a patient experienced a hydrogel infiltration in the rectum. As a result, the radiation treatment was delayed to ensure rectal healing. Boston scientific has been unable to obtain additional details, despite good faith efforts (gfes). Additional information. The patient's radiation treatment was placed on hold due to the rectal wall infiltration. The patient did not have previous pelvic radiation. Additional information. During simulation for radiation therapy, the hydrogel was identified in the rectal wall, prompting a 2.5-month pause in treatment. A proctoscopy revealed that the hydrogel was located in the muscularis propria, and the patient remained asymptomatic. A magnetic resonance imaging (MRI) scan showed a small amount of rectal wall infiltration (rwi) near the apex, with more significant rwi in the early sigmoid colon, but this was far from the prostate clinical target volume (ctv). The patient has been on androgen deprivation therapy (adt) since (B)(6) 2024. Due to the presence of spaceoar vue in the rectal wall, the patient would need to wait 12 months for the gel to dissolve before proceeding with radiation therapy. However, the patient has already waited 2.5 months; the medical staff was considering the next steps for the treatment.

Event description:
It was reported that a patient experienced a hydrogel infiltration in the rectum. As a result, the radiation treatment was delayed to ensure rectal healing. Boston scientific has been unable to obtain additional details, despite good faith efforts (gfes).

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 12/01/2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 12/10/2024. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.